Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was on friday or saturday the caller thought the communicator was not staying on. The caller would have the communicator on and they would be able to connect to the implanted neurostimulator and 20 minutes later the green light would turn off and when the communicator went inactive like it should the pts ins therapy would turn off until they turn the equipment back on and communicated to the ins. During call caller reset the communicator. The caller was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. It was reported that the issue of the stimulator turning off was due to use error. The doctor told the patient the remote situation had nothing to do with the stimulator not working. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID tm91scs. Serial# (B)(6): product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the communicator would be on and they would be able to connect to the ins and 20 minutes later the green light would turn off and when the communicator went inactive like it should the patient's ins therapy would turn off until they turn the equipment back on and communicated to the ins.